Manufacturer narrative:
The approximate age of device: 4 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due right ventricular failure. Additional information was requested, but was not provided.

Manufacturer narrative:
Multiple requests for additional information were sent to the account; however, no further details were provided. Manufacturer¿s investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the account; however, no further details were provided. To date, heartmate 3 lvas, serial number (B)(4) has not been returned for evaluation. The hm3 lvas instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.